Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the burr hole cover on the right side of the skull. The patient underwent a wound revision where the wound was cleaned, the scab removed, and the opening was closed. The physician indicated there was no presence of puss or clear indication of infection. The burr hole cap that was replaced was retained by the hospital and was not returned to bsc.